Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 for low blood glucose blood glucose was 24 mg/dl at the time of incident. Customer was treated with carbohydrates at the hospital. The customer's current blood glucose was 73 mg/dl, treated with food. The customer stated they were hospitalized because they could not control their blood glucose with the insulin pump. Troubleshooting did not find any issues with the insulin pump. The insulin pump will not be returned for analysis. Frn-mmt-332-reservoir.